Event description:
It was reported that the pump intermittently did not enunciate high blood glucose alerts. There was no reported impact to the customer¿s blood glucose level. The customer declined to provide further information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.